Event description:
A user facility in (B)(6) provided the following information: the user facility received the device (B)(6) 2010. The tips has been reused since the (B)(6) installation. In (B)(6) 2011, new tips were used. During (B)(6) 2012, the surgeon reported three separate surgeries with patient outcomes resulting in posterior capsular rupture and vitreous prolapse. The dates of the events were not provided. The stellaris device vacuum settings were reported as "50mmhg 300mmhg." Information states the patient recovered. No additional information was provided.

Manufacturer narrative:
The facility has not returned the product for evaluation. A supplemental report will be filed should the device become available for investigation. Report 1 of 3.